Manufacturer narrative:
The suspect device was returned for evaluation. Evaluations and verifications of the reported incident confirmed that there was a crack on the stopcock housing of the received dtx assembly that resulted to fluid leakage. The possible factors involved could be due to the molded-in stress presence in the housing and residual stress due to manufacturing processes. A search of the complaint database was performed and no similar complaints for this lot number were found. The device history record was reviewed, and no exception documents were found. As an immediate action, production associates and inspectors were made aware on the defect on the received complaint and to give emphasis on the inspection of the component during manufacturing process.

Event description:
Customer reports while using a pressurized solution, the safedraw had a blood backflow. Backflow occurred shortly after use began, and upon checking, blood leakage was confirmed from the circuit (near the pressure transducer). Part was replaced and procedure was completed. No patient details or injury was reported.